Manufacturer narrative:
The insulin pump passed the displacement test properly. However unit was received with white shadow on right top corner on lcd due to corroded electronic assembly and motor assembly. The pump was also received with the serial number label faded, cracked battery tube threads, and a cracked battery compartment (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump damaged. The customer's blood glucose was unknown. The insulin pump case was cracked. Troubleshooting was not performed. The insulin pump will be returned for analysis.